Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 161 and 246 mg/dl. The customer¿s expected blood glucose test result ranges are 71-100 mg/dl am fasting and <135 mg/dl 2 hrs. After meals. The customer also reported high results using another vial of test strips: internal report reference (B)(4) . Customer did not advise as to why she expected a range that is considered clinically low. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The customer did not have the lot number for the vial of test strips that they were using. The meter memory was reviewed for previous test result history: result 4: 161 mg/dl date: on (B)(6) 2023 time: am fasting result 5: 246 mg/dl date: on (B)(6) 2023 time: 4:30 pm 2 hrs. After meal.

Manufacturer narrative:
Internal report reference number: (B)(4) . Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing is not required as no test strip lot number is available. Most likely underlying root cause: mlc-004: improper test method. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated she just ate and did not wish to run a blood test. Customer ran control test on levels 1 and 2: both tested within range.